Manufacturer narrative:
According to the facility, while intra-op, "a foreign body was found inside the abdomen of the patient. Object is believed to be a piece from the microline scissor tip that comes inside the pack." Per the facility, "the piece was immediately removed, intraabdominal inspection was completed. All parts of the foreign object were removed." Facility reports no serious injury, medical intervention or follow-up care related to the incident. The procedure was completed. No additional information at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility, while intra-op, "a foreign body was found inside the abdomen of the patient. Object is believed to be a piece from the microline scissor tip that comes inside the pack." Per the facility, "the piece was immediately removed, intraabdominal inspection was completed. All parts of the foreign object were removed." Facility reports no serious injury, medical intervention or follow-up care related to the incident.